Manufacturer narrative:
The lens remains implanted. The device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. The serial number for the device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
On (B)(6) 2018 in a postop visit a patient involved in a clinical masked study reported to be bothered by halos, glare, starbursts, light sensitivity, streaks of light, and poor low light vision. The patient also indicated that the vision is blurry and cannot drive. On v 2018 visit, the patient reported of seeing halos and glare and that driving is a hassle even with glasses and sometimes it feels like there is a film in. There is no complication and/or related injury reported and there is no planned intervention at this point. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's right eye. A separate report will be filed for the left eye.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: information received that the clinical study was un-masked, and the product identifiers were provided. As a result, the following fields have been updated. Brand name: tecnis synergy. Model number: zfr00. Serial number: (B)(4). Catalog#: zfr00u0210. Expiration date: 10/17/2022. UDI number: (B)(4). Device manufacture date: 10/17/2017. Corrected data: the initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zfr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the PMA number p980040 that was provided in the initial filing is not applicable and the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 9614546-2018-00848. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information received indicated that at the 6-month post-op visit, the patient is very bothered with halos while driving and permanent impairment reported. It was noted that the symptoms are considered debilitating by the patient, that the outcome significantly interferes with activities of daily life of the patient. There is no planned intervention at this time. The bcdva (best corrected distance visual acuity) in both eyes (ou) was reported to be 20/20. The following section has been updated accordingly: outcomes attributed to adverse events: updated to disability. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.